Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that it was running at the top of the temperature specification, made unusual noise and failed the thermistor assessment. Therefore, the reported condition was confirmed. It was determined that the bearings were worn out causing the device to heat up which caused the thermistor to fail. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a recent maintenance inspection, it was observed that the motor device was running hot. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.